Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the abdomen, the site developed an abscess which had to be drained by the health care provider (hcp) in a doctor's visit and advised to clean multiple times a day.